Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: upon visual inspection, no damage was noted on the instrument and noting is broken. No issues were identified the complaint is unconfirmed. Dimensional inspection: measured dimensions: conforming. Document/specification review: confidence, cement introducer 11g diamond needle assembly. Confidence cement introducer 11g diamond needle, 150-100 mm. A manufacturing record evaluation was not performed as the lot number could not be determined. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a percutaneous pedicle screw fixation, the confidence needle was used with another unknown manufacture system. The t-shaped component broke and came off the unit while in use. The procedure was delayed for thirty (30) minutes. No further information is available. This report is for one (1) confidence spinal cement system introducer needle, diamond tip 11g x 6 inches. This is report 1 of 1 for (B)(4).